Event description:
Mics handle screw backed out and handle fell off mics at end of cuts. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that mics handle screw backed out and handle fell off mics at end of cuts. Product evaluation and results: as per case number (B)(4), the alleged failure was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: loose screws on handpiece. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k05bn and 19 were accepted into final stock on 8/22/2015. A review of qt15-08-0048 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k05bn shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1452931.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle screw backed out and handle fell off mics at end of cuts. Case type: tka.